Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that high capture threshold was noted. During reposition loss of capture occurred and the lead could not be fixated. The lead was explanted and replaced. The patient was discharged. No adverse consequences for the patient were reported.